Manufacturer narrative:
Evaluation conclusion = device has been evaluated but not repaired.

Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred related to failure to increase pressure. The device was not in patient use. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device's active exhalation control module needs replaced to address the issue.